Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 04/2021. Device not returned.

Event description:
It was reported that approximately one year and five months of post port placement procedure, the patient experienced redness over the catheter that goes up into her neck. Reportedly patient treated with several rounds of antibiotics and redness still did not go away. The current status of the patient is unknown.